Manufacturer narrative:
During the eval of the device at the manufacturer's service center, "service required" codes were observed in the ventilator's downloaded error log, the device's internal battery and power management board were replaced to address the issues.

Event description:
The manufacturer received info alleging an issue with a ventilator's internal battery. There was no harm or injury reported.